Event description:
The manufacturer received an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received an allegation that a device was returned from service after foam remediation but there was still evidence of particulate in the air path. The device was not in patient use. The device was evaluated by the manufacturer's product investigation laboratory. A visual inspection of the airpath was performed and the airpath and the airpath foam were found to be clean with no debris. Debris which appeared to have originated form external sources was found on the blower bellows of the unit. The replaced airpath foam was removed and a small piece of the original black foam was observed in the void of the rear enclosure. The new airpath foam covered the void that contained the small black piece of residual foam from the replacement.